Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. The noise was reproducible with arms movement. No changes or interventions were done; the ra lead will continue to be monitored. There were no patient consequences.